Event description:
It was reported a twist drill broke. A portion remains implanted.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
An investigation was performed using a stereo microscope revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause is use related as no material or manufacturing issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.